Event description:
After calibrating the nbp and co2 on the m3536a defibrillator, the calibration info/text on the screen disappeared. The control stopped responding and the unit would not power off unless the battery was removed. There was no patient involvement.